Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic evaluation showed that the driver squeaks and grinds when the handle is rotated, but the driver is functional, accepting both handle and instruments without issue.

Event description:
A medtronic representative reported an awl/probe/tap (apt) driver that was locking up during a demo using the stealthstation treon. No patient present.